Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-may-2023 . H6: investigation summary one 2000e-04 sample from lot 22015821 was received in opened packaging for investigation. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in this instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015821 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported that 2 bd smartsite¿ needle-free connectors were blocked during use. The following information was provided by the initial reporter: "I have a customer who does a lot of vitamin infusions and for sometime now she has had trouble with smartsite bungs. I am uncertain if she has faulty bungs or if she is doing something wrong. She says that they are blocked and has to use another one frequently."

Manufacturer narrative:
Investigation summary: a 2000e-04 product was not available for investigation; and, the lot number was not provided in this instance. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device; however, no further information was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 2 bd smartsite¿ needle-free connectors were blocked during use. The following information was provided by the initial reporter: "I have a customer who does a lot of vitamin infusions and for sometime now she has had trouble with smartsite bungs. I am uncertain if she has faulty bungs or if she is doing something wrong. She says that they are blocked and has to use another one frequently."

Event description:
It was reported that 2 bd smartsite¿ needle-free connectors were blocked during use. The following information was provided by the initial reporter: "I have a customer who does a lot of vitamin infusions and for sometime now she has had trouble with smartsite bungs. I am uncertain if she has faulty bungs or if she is doing something wrong. She says that they are blocked and has to use another one frequently."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e-04 product was not available for investigation; and, the lot number was not provided in this instance. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device; however, no further information was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.